Event description:
It was reported that during a wedge resection procedure, the device was broken and produced an incomplete staple line. The device could not be opened. Another device was used to complete the procedure. There were no adverse consequences for the pt. Received the following info on 7/29/2009: the surgeon did not try to open the instrument with the release handle; they pulled the instrument so hard after firing that the instrument fell into pieces. Several parts are broken.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.